Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 14f sheath hole prior to an transcatheter aortic valve implantation (tavi) procedure. Reportedly, the needles did not catch in step 2, pushing in the plunger. The sutures of two new proglide devices were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with a pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to previously filed report, update to information provided: it was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 14f sheath hole prior to an transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide suture was successfully preplaced. A second proglide suture was not found after the device was removed from the vessel. Proglide use was discontinued. The tavi procedure was completed. Hemostasis was achieved with manual compression. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.